Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, it was noted that the position of the valve was too deep in the left ventricular outflow tract (lvot). Moderate paravalvular leak (pvl) was noted. Subsequently, a second valve was implanted successfully. No additional adverse patient effects were reported.